Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
This pertains to five of five speedband superview super 7 devices used in the esophagus during a varices banding procedures performed on unknown dates. It was reported that over the past few months, five speedband superview super 7 devices experienced functional issues during use. Specifically, no band release or deployment of two bands simultaneously. The physician reported feeling the band deploy and hearing a click; however, these outcomes were observed. The procedure was completed using an alternate device. There were no patient complications reported as a result of this event.